Manufacturer narrative:
The reported event was ¿patient had tricuspid valve regurgitation.¿ as received, only the distal portion of the lead was returned stretched in one piece. Visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient experienced tricuspid valve regurgitation. The physician believed the right ventricular (rv) lead going past the tricuspid valve could have caused tricuspid regurgitation. The physician decided to explant the right ventricular (rv) lead and kept the atrial lead. The device was programmed to atrial lead only. There were no patient consequences.